Event description:
The day following implantation, pt broke out with hives all over their body. Pt also is tired and now, 4 months later, symptoms still persist. Pt is very short of breath, has chest pain and their blood pressure goes up and down. Generally, they "feel lousy". Last week, couldn't breathe and had to be hospitalized. The tiredness "keeps getting worse".